Manufacturer narrative:
On (B)(4) 2013 requested that the brush head be sent back for evaluation. On (B)(4) 2013 received the brush head for evaluation. Will send follow up report with results.

Event description:
On (B)(6) 2013, consumer claims that brush head broke off while his son was using the unit and it cut his top and bottom lip.